Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. As the lot number of the affected instrument was not reported, the product release documentation of the last three passeo-18 5/200/130 lots that were delivered to the hospital prior to the reported event date was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instruments were manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. The instruments were delivered in a leak-proof and pressure-tight condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
A passeo-18 balloon catheter was chosen for treatment. It was attempted to inflate the balloon up to 5 bar, but to keep it at 5 bar it was necessary to give more pressure. Eventually the passeo-18 had to be replaced by another balloon as it could not be used anymore. Lot number and event date are unavailable.